Event description:
Limited information was reported through a legal event that a patient was implanted with strattice perforated on (b)(3) 2017. The form also indicates that on an unspecified date, the strattice implant had been "removed or revised". No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, and without relevant patient factors, a relationship between the event and strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, the information will be sent to post market quality assurance for further evaluation. To date, no additional information has been received. No further actions are required, a nonconformance was not confirmed.

Event description:
On 12/jan/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with strattice device on (B)(6) 2017. The patient underwent a "repair of recurrent ventral hernia with lysis of adhesions and removal of previously placed mesh¿ on (B)(6) 2021. Patient was implanted with strattice during the procedure. The ppf form indicates that this strattice was not revised or removed. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿permanent physical, emotional and financial harm.¿ the patient also claims ¿the failure of the mesh caused chronic pain, adhesions, seroma, and a hernia recurrence which required an additional surgical procedure during which plaintiff¿s implant was removed.¿ ¿plaintiff continues to experience symptoms, including, but not limited to, pain and discomfort as a result of the recurrence caused by the failure of [their] strattice hernia mesh implant.¿ the form lists the conditions that were treated were ¿seroma, adhesions hernia recurrence, severe pain and all other conditions identified in [surgeon¿s] records, incorporated by reference¿ with approximate date of treatment as 2021.

Manufacturer narrative:
A review of the device history record for strattice lot sp100364 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.